Event description:
Initial result for a patient total bilirubin was 19.4 mg/dl. When repeated, the result was 10.0 mg/dl. The patient was admitted to the hospital based on the incorrect result, but no treatment was administered. The field service representative found a problem with the sample pipetting motor and repaired the instrument by replacing the mechanisms.